Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.

Event description:
It was reported that the patient presented for a generator changes procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited high pacing impedance. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout the procedure.